Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they noticed the last couple days that the controller was displaying a message saying that the stimulation was off and they didn't know why that was happening on its own. Patient services (pss) reviewed with the pt that the ins would automatically shut off once the ins battery gets too low and so the ins would need to be recharged in order to turn the stimulation back on again. During the call, pt saw the normal main therapy home screen without the stimulation is off message. Pt also saw group c surrounded in green. On (B)(6) 2023 the patient (pt) reported the cause is unknown. Steps taken were the patient removed the battery pack and then replaced it. As far as the pt can tell, the stimulator simply froze, and reported no change in message. The issue was resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.